Event description:
Home patient (hp) reports pateint line of homechoice set was not primingcompletely. Hp discontinued treatment and set up new supplies. Per hp, no patient injury or medical intervention resulted from incidents.